Event description:
During nephrostomy tube placement, the variable stiffener stuck to the catheter and stretched out when it was removed. The physician was able to use the catheter without the stiffener. No harm was done to the patient.